Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It reported that a power on reset (por) occurred. The patient had a shoulder ultrasound performed around the time the por was noted. The representative used their clinician programmer to successfully clear the por which was a 0x400 parity error. No symptoms or further complications reported.